Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the severe aortic stenosis was identified prior to the valve-in-valve intervention.

Manufacturer narrative:
Should additional reportable information be received an additional regulatory report will be submitted for the reportable information. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information this transcatheter bioprosthetic valve has been implanted over 7 years ago. At an unspecified time following the valve implant an unspecified adverse event occurred. Transcatheter aortic valve implant "tavi" was reported. No other information was provided.

Manufacturer narrative:
Updated data: b1, b2, b3 (estimated), b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated approximately 9 years and 7 months following the implant of this transcatheter valve, the patient presented to the emergency room twice in one day due to shortness of breath. Congestive heart failure (chf) was diagnosed at that time. As reported, for approximately 6 months, the patient was only able to ambulate a couple of steps before feeling ¿significant¿ shortness of breath. ¿significant dyspnea, orthopnea, and the inability to lie flat presented. The orthopnea occurred night. However, the orthopnea was resistant to additional elevation when sleeping. Ongoing lower extremity edema was noted. The patient denied chest discomfort and syncopal episodes. An assessment approximately 3 months following the emergency rooms visits noted new york heart association (nyha) functional class iii-IV and coronary calcium score (ccs) of 0. Lower extremity pitting edema pitting 3+ to just below knee level bilaterally noted. Moderate paravalvular regurgitation with significant calcifications on the aortic valve leaflets were reported. As result of the reported ¿failing¿ transcatheter valve, approximately 1 month later the existing transcatheter valve was revised. Another 29-millimeter (mm) medtronic transcatheter valve was implanted valve-in-valve. The patient was hospitalized and discharged 5 days later. The event was reported as resolved.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received corrected the emergency room visit reference. As now reported, dates of the emergency room visits were not known, but appeared to have been on two different dates, rather than twice in one day.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that the previous referenced coronary calcium score (ccs) should have rather been referenced as the canadian cardiovascular society (ccs) grading for asymptomatic angina.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that transcatheter valve degeneration led to the previously referenced moderate aortic ins ufficiency which led to the congestive heart failure (chf) hospitalization at approximately 9 years and 7 months following the valve implant. A diuretic was administered. Following the valve-in-valve revision, at the 1-month follow-up, the patient was able to walk for an hour at a time. New york heart association (nyha) functional classification class I noted.